Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for cervical/neck and spinal pain. The pump contained dilaudid. It was reported the patient tried to give himself a bolus the morning of report after not taking a bolus for 8 hours, but he couldn¿t because he was seeing the 8476 code (motor stall) on the personal therapy manager (ptm). The patient stated that he was ¿really hurting¿ and that he was at a ¿plus 10¿ for pain. The patient reported that because of the pain, he couldn¿t move. The patient initially stated that it was last night at midnight that the pain became bad where he went for the ptm to try to use it that morning but couldn¿t. Later on the call, the patient reported that the pain problem might have started around the time he went to his doctor¿s office on (B)(6) 2017. The patient said he complained to his health care provider (hcp) about it at the office. The patient then stated that the pain problem could have been earlier than (B)(6) 2017 and that the pain problem was ¿happening for a while¿. The patient heard the pump alarm. The patient reported that he had heard the critical, two toned alarm coming from his pump and mentioned it was ¿driving him crazy¿ because he couldn¿t figure out where the noise was coming from. The critical alarm started ¿two to three days¿ ago. The patient mentioned that his wireless phones had a similar noise that comes from it, so he thought the phones at first were driving him crazy. The patient reported that he was in withdrawal. The patient was going to follow-up with his hcp. The patient reported that he only knew that dilaudid was in his pump and that it was at ¿.4 something¿. The patient reported he was scheduled later on the day of report to see another doctor for a foot massage and acupuncture therapy to address the pain. The patient reported his refill date was (B)(6) 2017. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a representative reported the pump was replaced and was at the health care facility at the time of report. There was no update if the symptoms and stall had recovered. The representative reported the patient¿s weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient¿s pump was delivering dilaudid 5mg/ml at 4.5mg/day. The patient¿s medical history included chronic back pain. An alarm occurred on (B)(6)2107, the clinic read the pump on (B)(6)2017 and the pump was replaced on (B)(6)2017. The environmental, external or patient factors that may have led or contributed to the issue was reported as ¿normal use¿. The issue was resolved at the time of the report. The patient¿s status was noted as alive, no injury and no further complications were reported.